Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml of gablofen at 63 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient experienced overdose-type symptoms shortly after a refill on (B)(6) 2020. The patie nt's symptoms included somnolence and double vision leading to vomiting. According to the hcp, they initially had a difficult time injecting the drug into the pump, but was eventually able to get all 20 mls in successfully. After the patient started having symptoms, the hcp aspirated the pump, but they were able to get all 20 mls back. The patient reportedly had a bit of a seroma around the pump and the hcp noted that the gablofen syringes tended to be overfilled by 1 ml or so. Since the 20 mls were aspirated out of the pump, the hcp's assumption was that a small amount, maybe 1 ml or so, might have gone into the pocket and perhaps the presence of the seroma made the drug easier to absorb quickly, leading to the patient's symptoms. The hcp put about half the drug back into the pump and decreased the patient's dose by 56% and was monitoring the patient. No further complications were reported.